Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 7/31/2019, mentor received photo for evaluation. On 9/3/2019, photo evaluation was completed. Upon visual inspection of the picture, was found ruptured. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-side breast implant rupture which complicated with right breast pain and swelling. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip(B)(4). It was reported that a (B)(6) year old female patient who underwent revision breast implant augmentation procedure with mentor medical device (unk_gel implants) experienced right-side breast implant rupture which complicated with right breast pain and swelling. As a result, patient underwent explantation and replacement with catalog number 3505004bc; serial number (B)(4) on the left side and with catalog number 3505004bc; serial number (B)(4) on the right side on (B)(6) 2019.